Manufacturer narrative:
This report is submitted on january 3, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a breakdown of the skinflap resulting in an extrusion of the internal magnet. Subsequently, the patient was treated with topical and oral antibiotics (date not reported). The site has reported to have healed without further intervention following treatment. The implanted device remains insitu.